Event description:
The lay reporter/ husband contacted lfs on (B)(6) 2011 alleging that his wife's one touch ultralink meter was providing allegedly inaccurate high readings. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed by the patient's husband. The reporter mentioned that the meter had been displaying high readings for 3 months. The patient had been adjusting her insulin based on the alleged high readings. On (B)(6) 2011 at around 3:00am, the patient started having convulsions and when the husband tested the patient on her meter they obtained a 315 mg/dl. He contacted ems and the patient was treated with a glucagon injection. The patient was not tested on another device. There is no information on how soon after treatment the patient had felt better. No further clinical information was provided. It would have been helpful to know the readings prior to the event and how much insulin the patient had taken prior to the symptoms. It would have also been helpful to know prior to the alleged high readings what kind of readings the patient had obtained on the meter. The product was replaced. The complaint is being reported since the reporter mentioned that due to the alleged high readings, the patient had adjusted her insulin and later developed symptoms and had to be treated with glucagon injection by ems.

Manufacturer narrative:
The 510 (k) # is k073231. Lifescan (lfs) has requested return of the subject product(s) for evaluation. Product has been returned; however, not yet evaluated. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (07/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.